Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima activator drive would not close when the physician was ready to start the closing procedure. The ratchets were stuck in the open position and could not be moved. After great difficulty, the device was pried from the pt. This resulted in an extended anesthesia time for the pt. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).